Manufacturer narrative:
The reported issue that the device had dim segment could not be confirmed. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement.

Event description:
It was reported that during pms, it was noticed that some of the devices had dim segments. There was no report of patient involvement. Although requested there was no additional information provided at this time.

Event description:
It was reported that during pms, it was noticed that some of the devices had dim segments. There was no report of patient involvement. Although requested there was no additional information provided at this time.

Manufacturer narrative:
The reported issue that the device had dim segment could not be confirmed. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.